Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was separated in two pieces at the hypo-tube 120.5 cm from the tip. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). There were also multiple kinks along the entire hypo-tube. The balloon was tightly folded with the stent between the markerbands. The tip was flared. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a shaft break occurred. Access was gained through the femoral artery. The lesion being treated was located in the right circumflex artery. The 3.0x8mm liberte' monorail stent was advanced to the target lesion when the shaft broke into two pieces at the very proximal end of the shaft. The procedure was completed with a different device. There were no patient complications reported and the patient status is fine.

Event description:
It was reported that during a percutaneous coronary interventional procedure a shaft break occurred. Access was gained through the femoral artery. The lesion being treated was located in the right circumflex artery. The 3.0x8mm liberte¿ monorail stent was advanced to the target lesion when the shaft broke into two pieces at the very proximal end of the shaft. The procedure was completed with a different device. There were no patient complications reported and the patient status is fine.